Event description:
Circulation or nurse opened package to remove versajet and tubing separated (already broken) directly against the orange pump cartridge assembly at the distal end of the tubing.====================== manufacturer response for for irrigation and debribment of wounds., versajet exact======================sending packaging for materials management to return product. Also requesting information on the incident with the product.